Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se confirmed that the syringe driver ball bearings were falling out and syringe driver was unable to move freely. The syringe driver was replaced and a test was conducted to verify proper system operations. Subsequently, all testing was completed successfully.

Event description:
It was reported that, the clinical specialist (cs) received a message from the device user (du) who noted that they went to set up the device for incoming liver and noticed ball bearings coming out of the bottom right side of the syringe driver. The driver would not move up or down at the time. There was no liver on board at the time and no disposable set was open at the time. They noticed this while preparing to set up. They were unsure when this issue began.